Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting, fse visually saw tips clogging the tip waste chute. Fse removed the tip discard tube and waste chute for cleaning. Fse validated the analyzer by successfully performing tip discard compound action and was able to run quality control (qc) without a tip discard error. Additionally, ran quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were two similar complaints identified during the search period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (2061) tip detachment failure by main arm cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the clogged tip waste chute.

Event description:
A customer reported error message ¿2061 tip detachment failure by main arm¿ on the aia-2000 analyzer. The customer restarted the analyzer and stated the viscose samples that were ran caused the error. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp), beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), and luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.